Event description:
The consumer reported that therapy had stopped due to a power on reset (por). The patient had just finished charging when the por was seen. It was unknown if it was related to an overdischarge event. Troubleshooting was able to clear the por successfully. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.